Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has a monitored shock impedance that is increasing gradually and is currently measuring 178 ohms. Technical services (ts) was consulted, and right ventricular (rv) lead troubleshooting was recommended. At this time, the manufacturer of the rv lead is unknown. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has a monitored shock impedance that is increasing gradually and is currently measuring 178 ohms. Technical services (ts) was consulted, and right ventricular (rv) lead troubleshooting was recommended. At this time, the manufacturer of the rv lead is unknown. No adverse patient effects were reported. This product remains in service.